Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a tissue expander "popped" for an unknown side. The status of the device is unknown.

Manufacturer narrative:
Reason for reoperation is deflation. Device evaluation: visual analysis of the returned device identified linear opening on the stable base-shell and green mold like appearance. A leak test and microscopic analysis were performed which identified a sharp opening on the stable base-shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening due to an unidentified (tear) opening.

Event description:
Healthcare professional reported affected side is left side.